Event description:
It was reported that a patient's right atrial (ra) lead had to be replaced the day after implant due to inability to maintain capture. It was also reported that placement was difficult due to patient anatomy. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: d314drg, implantable cardioverter defibrillator, (B)(6) 2013. A 6944-65, implantable tachy lead, (B)(6) 2013. (B)(4).